Event description:
It was reported that during a femoral dilatation procedure, the distal tip with balloon detached from the catheter shaft. The indwelling piece was removed from the pt without any further complications being reported.